Manufacturer narrative:
It was reported that a leak at the arterial outlet of oxygenator was noticed. The oxygenator was routinely tested for leaks during priming. However, the failure was found immediately after starting the bypass. The oxygenator was then immediately changed before the aorta was clamped. No harm to any person was reported. The sample was investigated in the laboratory . The sample was delivered undamaged. The sample received in a condition that the tubes on the blood inlet and blood outlet of oxygenators were cut off just after the connector and the two cable ties were loose. The blood site was successfully tested. No leakage was detected. On the water site the test was also successful. There was no pressure drop. According to the test results the product does not have any technical causes of failure. The most probable root cause can be the loose cable ties. A possible technical cause of the error is a leakage at the blood outlet connector between the connector and the tube, which over time led to blood escaping in the direction of the sensor housing (outer area). This leakage was most likely caused by loose cable ties at the hose-connector connection. The manufacturing site only assembles the tubing connection of oxygenator for the recirculation line. The connection on the blood outlet and blood inlet connectors of oxygenators are assembled by customer. The production records of the affected oxygenator (UDI:26860, lot: 3000269826) were reviewed on 2023-04-11. Following tests are performed according to the bop (basic operation procedure) as a 100 % inspection: pressure test heat exchanger. Leak test water/gas side. Pressure test blood side. Final functional test. According to the final test results the oxygenator with the UDI#: (B)(4) passed the test as per specifications. Production related influences can be excluded. The production history record (DHR) of the affected vkmo 70000 # with lot# 3000282530 was reviewed on 2023-02-13. According to the DHR results, the product vkmo 70000 # passed the defined manufacturing and final release specifications. There is no indication on manufacturing issues. Thus production related influences are unlikely. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint: #: (B)(4).

Manufacturer narrative:
The investigation is ongoing. A follow-up emdr will be submitted when additional information becomes available.

Event description:
It was reported that a leak at the arterial outlet of oxygenator was noticed. The oxygenator was routinely tested for leaks during priming. However, the failure was found immediately after starting the bypass. The oxygenator was then immediately changed before the aorta was clamped. No harm to any person was reported. Complaint #: (B)(4).